Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex hernia patch and non bard/davol mesh (telsa bio ovitex 2s) on (B)(6) 2006 and/or (B)(6) 2007 and/or (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch and ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to hernia mesh device. It is also alleged that the patient experienced emotional distress and device was defective.